Manufacturer narrative:
(B)(4). A review of the device history records, including collagen coating records, indicated that the product was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of products coated on the same day and under the same conditions as the complaint device indicated values well within product specs. ((B)(4)) one retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing as (B)(4). The test result indicated a value well within product specs. ((B)(4)) no conclusion can be drawn. However, all available info would tend to indicate that the device was not defective.

Event description:
It was reported that during a carotid endarterectomy performed on (B)(6) 2014, bleeding occurred from the patch. The blood loss was about 100 ml and did not necessitated blood transfusion. Hemostasis could be achieved after 2 hours. The patch remained implanted. No pt injury was reported.